Event description:
Feeding tube kept beeping "clog in line" or occlusion; no clog, no kink in line.what was the original intended procedure?tube feeding.device #1is this a laboratory device or laboratory test?no.